Event description:
It was reported from the critical care unit the primary tubing set, which was connected to normal saline and connected to a peripheral IV, separated post intubation which caused the newly started medications to not be able to infuse. One of the medications, fentanyl, spilled down the leg of an rn and onto the floor. There are no known adverse effects to the patient or anyone else.

Manufacturer narrative:
The customer¿s report that the primary tubing set separated and spilled (leaked) medication was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the lower fitment and distal tubing. Closer inspection of the separated tubing under a lab microscope observed insufficient solvent at the end of the tubing. A dimensional analysis was performed and the tubing was measured and found to be within specification. Further testing could not be performed due to the obvious leaking that would occur from the separation. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagements of the tubing due to equipment and/or operator error.

Event description:
It was reported from the critical care unit the primary tubing set, which was connected to normal saline and connected to a peripheral IV, separated post intubation which caused the newly started medications to not be able to infuse. One of the medications, fentanyl, spilled down the leg of an rn and onto the floor. There are no known adverse effects to the patient or anyone else.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported from the critical care unit the primary tubing set, which was connected to ns and connected to a peripheral IV, separated post intubation which caused the newly started medications to not be able to infuse. One of the medications, fentanyl, spilled down the leg of an rn and onto the floor. There are no known adverse effects to the patient or anyone else.